Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional data has been requested. (B)(4).

Event description:
A materials coordinator reported that during an attempted lens insertion into the eye, there was a straight leading haptic that wouldn't allow full insertion. The lens was not used and another lens was implanted instead. There was no patient harm. Additional information was requested.

Manufacturer narrative:
The device and the lens were returned separated. The plunger is oriented correctly. Viscoelastic is observed in the device. The plunger has been retracted to mid-nozzle. No damage observed to the device. The lens was returned adhered to a steri-gauge strip. One haptic is broken-gusset area (returned). It is unknown if the qualified viscoelastic was used. The reported event could not be verified because the lens was returned outside of the device. The plunger and haptic positions during delivery cannot be determined. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the dfu. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Additional information was provided. The manufacturer internal reference number is: (B)(4).